Event description:
After few months, bone resorption, the implant was loose and we have to remove it.

Event description:
After few months, bone resorption, the implant was loose and we have to remove it.